Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the dual mobility bearing identified the following: there were small nicks around the rim and on the outer spherical surface. All devices were measured on a cmm at the time of manufacture and were conforming to print specifications. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 110024465, g7 dual mobility liner, lot # 985080. Item # 12-11511, cer bioloxd mod hd, lot # 2958462. Item # 110010268, g7 osseoti multihole, lot # 6627081. Item # 00625006530, bone screw, lot # j6923634. Item # 00625006525, bone screw, lot # j6923634. Item # 51-104140, tprlc 133 t1 pps, lot # 6923929.

Event description:
It was reported patient underwent hip revision surgery 2 weeks post implantation due to dislocation and dissociation. Attempts have been made and additional information on the reported event is unavailable at this time.